Event description:
A routine laparoscopic cholecystectomy was performed on 3/6/97. While pulling the trocar out of the incision; the trocar broke in about 10 pieces into the pt. The pt was immediately explored and the instrument parts were removed. The pt length of stay was extended five days. The pt was discharged on 3/12/97 without complications and in good condition.